Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. The initial accu tni result of 4.29ng/ml was obtained. The result was not reported out of the lab. The customer re-tested the pt's original sample for accu tni; the result was 0.03ng/ml. The customer then re-tested the pt's original sample for accu tni 2nd time and obtained result of 0.04ng/ml which was reported out of the lab. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications before and after the event. The sample was collected in bd, plastic, lithium heparin tube with gel separators and centrifuged at 3,700 rpm for 7 minutes. The specimen was sampled from primary tube. A field service engineer (fse) was dispatched to the customer lab on 06/12/06. The fse did not note hardware issues on the instrument. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.